Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had an only option on the screen are user preferences and maintenance and can not remove, cannot load and refill. A technical support specialist spoke with the customer and explained that the issue had been caused by the station not having an area assigned; the customer asked to keep the case open and stated they would get back and later updated that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the only options available on the screen were user preferences and maintenance. The customer stated that they were unable to remove, load and refill the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.